Event description:
It was reported that pericardial effusion, cardiac tamponade and cardiac perforation occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman trusteer access system (was) was selected to be used. The patient has a non-boston scientific (bsc) septal occluder in place. The physician proceeded with the concomitant procedure although it is suggested not to in the instructions for use (IFU). The physician crossed through the occluder and proceeded with the ablation portion with consistent sheath maneuverability issues. Once this portion was complete and the non-bsc agilis sheath was being exchanged out for a was sheath, the intracardiac echocardiography (ice) catheter fell back into the right atrium. This caused visibility issues with the radiofrequency (rf) pigtail wire which the physician originally thought was placed in the left upper pulmonary vein (lupv). Once the physician got ice back across and advanced the was sheath there was resistant and a sudden jump with the was sheath. The physician checked for effusion on the left side with ice, which was not visualized, and proceeded to advance the pigtail for a contrast shot. At this point there was a sudden drop in blood pressure and carbon dioxide seen on the non-invasive finger cuff. Anesthesia advised of this changed which is when the implanting physician pulled back ice into the right side of the heart. There was a large right-side effusion visualized on ice. The implanting physician immediately requested a pericardiocentesis kit and began treating the patient. Protamine was also administrated. The effusion did not improve with treatment, so patient was taken to the operating room (or) for an open-heart surgery. The surgeon was able to find the cause of the effusion which was in the laa. The surgeon sutured the opening and clipped the laa. The patient has been discharged and is expected to fully recover.

Event description:
It was reported that pericardial effusion, cardiac tamponade and cardiac perforation occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman trusteer access system (was) was selected to be used. The patient has a non-boston scientific (bsc) septal occluder in place. The physician proceeded with the concomitant procedure although it is suggested not to in the instructions for use (IFU). The physician crossed through the occluder and proceeded with the ablation portion with consistent sheath maneuverability issues. Once this portion was complete and the non-bsc agilis sheath was being exchanged out for a was sheath, the intracardiac echocardiography (ice) catheter fell back into the right atrium. This caused visibility issues with the radiofrequency (rf) pigtail wire which the physician originally thought was placed in the left upper pulmonary vein (lupv). Once the physician got ice back across and advanced the was sheath there was resistant and a sudden jump with the was sheath. The physician checked for effusion on the left side with ice, which was not visualized, and proceeded to advance the pigtail for a contrast shot. At this point there was a sudden drop in blood pressure and carbon dioxide seen on the non-invasive finger cuff. Anesthesia advised of this changed which is when the implanting physician pulled back ice into the right side of the heart. There was a large right-side effusion visualized on ice. The implanting physician immediately requested a pericardiocentesis kit and began treating the patient. Protamine was also administrated. The effusion did not improve with treatment, so patient was taken to the operating room (or) for an open-heart surgery. The surgeon was able to find the cause of the effusion which was in the laa. The surgeon sutured the opening and clipped the laa. The patient has been discharged and is expected to fully recover.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman trusteer? Access system was discarded; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman trusteer? Access system, part#: m635tu90050, batch#: 0038216847. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformance's that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman trusteer? Access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include pericardial effusion (pe) with cardiac tamponade, (additional device required) perforation (surgical intervention, hospitalization, intensive care), and hypotension. Risk review: a risk review was completed and confirmed that the events of pericardial effusion (pe) with cardiac tamponade, perforation, and hypotension were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.